Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported by the patient that she underwent an obturator sling procedure on an unknown date and mesh was implanted. The patient experienced pain in both side of the groin and described as "if a scalpel was cutting me from the inside" and down the inside of her thighs. The patient feels it is possible that the device has hardened over time. The patient feels the device is causing severe pain in the groin, standing and walking is very difficult and needs to use a stick. The patient reported that the device will have to be removed. The patient stated possible "leaching" of polypropylene to cause systemic autoimmune disease. Additional information has been requested.